Event description:
It was reported that during the implant procedure, the physician was unable to pass the lead through the patient's atrium. It was further reported, the physician did not know the reason the lead would not pass through the atrium. The lead was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).